Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) generator due to c33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found recurring error c33 was confirmed through logs on (B)(6) 2026 and other recent dates. During testing, the iesu unit showed error c33 at startup, while the erbe log recorded c00. The erbe unit will be sent to the original equipment manufacturer for further investigation. The probable root cause of error c33 is attributed to a faulty electrical component inside the generator. This error indicates a higher voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vio-dv generator had error c-33 occurred before surgery which occurred multiple times recently. The procedure was completing as planned.